Event description:
The customer reported that her bgs were high (350mg/dl) and that the pod had initiated a hazard alarm. After removing the pod she administered multiple correction boluses to counter the high bgs. A new pod was successfully placed and the suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.